Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the rep that intraoperatively, the staples in the tct75 jammed while attempting to fire it for a 2nd time. The case was completed by using another instrument. There was no consequence to the patient.